Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the pain symtoms could not be determined. Part number, lot number, manufacturing date, expiration date, UDI number: ifuse implant, p/n 7060-90, lot# i0959, manufactured 04/23/14, expires 2019-02 (UDI (B)(4)). Ifuse implant, p/n 7045-90, lot# i0501, manufactured 06/27/13, expires 2018-04 (UDI (B)(4)).

Event description:
In (B)(6) 2015, the patient underwent a right side ifuse si joint arthrodesis where three ifuse implants were placed. One implant that was impinging on the nerve root was removed later in (B)(6) 2015 (MDR 3007700286-2015-00004). The patient had continued to have leg pain complaints after the first revision surgery. In (B)(6) 2015, the surgeon removed the remaining two implants. The status of the patient following the surgery is not yet known.